Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in a common femoral artery using the preclose technique prior a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 16fr sheath. Reportedly, the prostar xl device could not be backloaded over the 0.035" guide wire. The prostar xl device was not placed in the patient anatomy. The sutures of an additional prostar xl device was placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed prostar xl sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar xl device and established in the use in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and dissected to confirm the seal inside the sheath was wedged in the support lumen. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.